Manufacturer narrative:
The patent's weight was not provided. Device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years the patent's pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2017. The vad coordinator indicated the cause of the patient¿s death was due to a pump pocket infection. The patient was reportedly treated with multiple antibiotics and battled the infection for some time before being released home on hospice. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.